Event description:
A customer in (B)(6) notified biomérieux of obtaining a false positive result for a patient with vidas® sars-cov-2 igm (ref. 423833, lot 1008093230). The patient had no symptoms. The physician requested a vidas® sars-cov-2 serology because the patient traveled abroad. No pcr testing was performed. No vidas igg test was performed. The customer performed the test with vidas sars-cov-2 igm (9com) using 3 different tubes collected the same day from the same patient. The results were all positive : result = 5.22 with serum tube. Result = 4.18 with citrate plasma tube. Result = 4.90 with plasma tube with edta. To be noted that citrate plasma tube and plasma tube with edta are not validated for this test. Alternate method results: tests were performed with other methods and all results were negative : maglumi tests: igm 0.164 au / ml. Igg <0.000 au / ml. Cards tests : 2019-ncov igg / igm rapid test (novazym) and diagnostic kit (colloidal gold) for igg / igm antibody to sars cov 2 (wiz biotech). There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux has initiated an internal investigation. Note: reference 423833 is not sold or distributed in the united states. However, u.s-only product reference, 423833-01, has the same formulation and physical properties as reference 423833.

Manufacturer narrative:
This report was initially submitted following notification from a customer in italy regarding a false positive result for a patient with vidas® sars-cov-2 igm (ref. 423833 lot 1008093230). Tests were performed with other methods and all results were negative. The biomérieux complaints lab reproduced the vidas® sars cov-2 igm positive result when testing the patient¿s sample; however, the specificity performed on negative samples gave expected negative results. It was not possible to determine the root cause of the positive result observed on 1008093230 / 210514-0. According to the testing, it was determined that the issue is not in relation with rheumatoid factor or internal raw material such as rbd protein. It was not possible to check if the nonspecific reaction was due to interference such as heterophilic antibodies, as there was no more sample available to test. It is stated in the package insert of vidas® sars cov-2 igm assay ref.423833 the following: - section performance/specificity: a total of 308 samples collected from negative individuals before september 2019 were tested singly using the vidas® sars cov 2 igm assay on the vidas® instrument. Two false positive samples were detected. The resulting overall specificity in the internal study was 99.4% [97.7-99.9]. - section limitations of the method: interference may be encountered with certain sera containing antibodies directed against reagent components. For this reason, assay results should be interpreted taking into consideration the patient's clinical history and the results of any other tests performed. Consequently, there is no reconsideration of the performance of vidas® sars cov-2 igm ref.423833 lot 1008093230 / 210514-0.